Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in an unspecified vessel. The physician had difficulty advancing the 2.5x16mm promus element stent to the lesion and upon removal observed a kink in the stent. The procedure was completed with another 2.5x16mm promus element stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in an unspecified vessel. The physician had difficulty advancing the 2.5x16mm promus element stent to the lesion and upon removal observed a kink in the stent. The procedure was completed with another 2.5x16mm promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination products. (B)(4).

Manufacturer narrative:
Device evaluation: a visual and microscopic examination of the device noted proximal stent damage. One strut at the proximal edge was raised and misaligned. Kinks were observed along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).